Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the night of the (B)(6) 2020 they had high blood glucose levels up tp 480 mg/dl. They went to the hospital and they are still hospitalized as of (B)(6) 2020. Patient was treated at the hospital with manual injections with (regular insulin and long lasting insulin).